Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (b)96), 2018 due to high blood glucose and diabetic ketoacidosis. Blood glucose at the time of the admission was over 700mg/dl. The customer was treated with manual injection and insulin drip. The customer states was hiking and thought they had the flu when they were throwing up before going into the emergency room. The customer was wearing the insulin pump during the hospitalization. The customer states the drive support cap is loose and the keypad has been cut open. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform functional test including delivery accuracy test due to detached end cap. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, peeling keypad overlay, corroded keypad traces, broken reservoir tube lip, broken belt clip slot, cracked battery tube threads, loose drive support disk, stained end cap sticker and detached end cap. Corroded electronic assembly noted during visual inspection.